Event description:
Customer reported unexpected negative reactions using capture-r ready screen (crrs) 4 lot k221 on galileo.

Manufacturer narrative:
The customer's returned sample was tested with returned crrs 4, lot k221 on an in-house galileo; a positive reaction was received in cell 1. It was also tested with retention capture-r ready ID (crrid) lot id117 was tested on an in-house galileo sn 411 and received a positive reaction in cells 2, 3, 5, 6, 7, 9, 10, 12 and 14 (postiive for fya).the returned sample was tested with retention and returned crrs4 lot k221 and retention crrs4 lot k222 on an in-house galileo. The sample was negative in all tests, whereas a known in-house anti-fya sample reacted as expected.the sample and a known in-house anti-fya sample were tested on capture select, lot sc115, using 8 cells of panoscreen-16, lot 20440 on an in-house galileo sn 411.the sample reatced with 1 fya postive cell; the known in-house anti-fya sample reacted as expected.a service call was made. Automatic camera adjustments were performed. Instrument was out of specification as follows: washer flow verification, faulty connectorreader, failed rverify test. After adjustments were made, the instrument processed samples, all results met expectations.